Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 30's (mg/dl) while they were in the hospital; however, no specific event dates or circumstances surrounding the low bg level were provided by the customer. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.